Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 36 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include shaking and not feeling right. As treatment, the patient consumed juice and a muffin. The patient reports every time they give themselves a large bolus their blood glucose level crashes. The patient had gone to the hospital. No addition information has been provided as to the treatment at the hospital, the patient was released from the hospital after 6 hours. The pod will not be returned as it ahs been discarded.